Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) heartstring was inserted into aorta and proximal graft was attached. A finger was placed over the seal and aortotomy to hold the seal in place when pulling back the delivery device. Upon pulling the string out of the aorta, the string was difficult to unravel and partially tore the vessel which was repaired; the vein had to be reattached because it was pulled off. There was suturing of the vein for anastimosis. There was no extra blood loss - meaning no more than usual for this type of procedure. No transfusions were needed. A new device was used to complete the procedure. The case was completed without further incident. There was a procedural delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, e1 (event site name), g3, g6, h2, h3, h6, h10, h11. The device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. The device was returned inside its product packaging. The product packaging was opened to investigate the product. There were no visual defects observed on the device. The seal and tension spring assembly was able to be loaded into the delivery device with no physical or visual difficulties observed. The delivery device was removed from the loading device with no physical or visual difficulties observed, the seal was observed to be in a rolled state inside the delivery device. The blue safety lock was moved to the off position to allow the white plunger to be depressed. The white plunger was depressed and the seal was deployed with no visual or physical difficulties observed. The seal opened and there were no visual defects observed on the intact seal. The seal and tension spring assembly was removed from the delivery device. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.220 inches (B)(6). The length of the delivery tube was measured at 2.49 inches (B)(6). The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000375240 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) heartstring was inserted into aorta and proximal graft was attached. A finger was placed over the seal and aortotomy to hold the seal in place when pulling back the delivery device. Upon pulling the string out of the aorta, the string was difficult to unravel as it unraveled the first few centimeters then got stuck; the last two or three rings did not unravel. There was an attempt to loosen the sutures holding the vein on to get the rest of the heartstring out. The vein partially tore when the last rings did not unravel, and it was repaired; the vein had to be reattached because it was pulled off. There was suturing of the vein for anastomosis. There was no extra blood loss - meaning no more than usual for this type of procedure. No transfusions were needed. A new device was used to complete the procedure. The case was completed without further incident. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise# (B)(4).